Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced peritonitis on the same day when the event was initially reported. On an unknown date, the patient was hospitalized for the event. It was reported that the patient remained hospitalized and was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with meropenem (1gram intraperitoneally, frequency was not reported) and vancomycin (1gram intraperitoneally, frequency was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.